Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed pain in her neck and shoulder in 2004. The patient's surgeon suggested she undergo an anterior cervical discectomy and fusion where the discs in her neck would be removed at c5-c7 and place bone grafts or artificial discs in the cavities supported by titanium plates. (B)(6) 2008: it was reported that the patient underwent an acdf surgical procedure where rhbmp-2/acs was implanted. Within 24 hours of the operation, the patient experienced excessive and abnormal swelling and pressure over the operative site, making breathing difficult for her. Three weeks post op, the patient had to return to a pain management specialist to receive multiple pain killing injections in an attempt to control the excessive cervical pain she experienced. In 2012: the patient began to experience numbness in her upper right arm that radiated to her right hand and fingers. Unable to resolve the pain and numbness, the patient underwent additional surgical procedures, none of which have alleviated the pain in her neck and shoulders or numbness. None of the subsequent surgeries or pain management treatments received have resolved the pain and numbness which has been severe and continuing.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.